Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 64/4 cm, with the helix retracted clogged with blood/tissue. A helix mechanism issue was confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. The helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented to the emergency room the day after implant, complaining of chest pain and discomfort. It was then discovered that the patient had a pericardial effusion caused by lead dislodgement and cardiac perforation. The lead was explanted and replaced, and the patient was in stable condition.